Event description:
Hospital advised that the pump was powered up then alarmed and displayed malfunction as intended. This occurred after 5 minutes in use. No further information available. The alarm notified the user that an action was required. There was no patient consequence.